Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary solution container. The primary tubing set was being used to deliver an unspecified solution via gravity. At an unspecified time, the option-lok male adapter of a secondary tubing set was connected to an unspecified clave y-site on the primary tubing set for a piggyback delivery of an unspecified solution. After an unspecified length of time, the customer contact reported that the solution in secondary tubing set was reportedly dripping rapidly and backflowed into the primary solution container. The tubing sets were replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided, including if primary solution container was hung lower than the secondary solution container.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.